Manufacturer narrative:
All of the buttons on the insulin pump functioned properly however, moisture damage was found on keypad traces. The motor rewound properly, no rewind anomaly noted during testing. The device had minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the rewind button on the insulin pump is unresponsive. Customer's blood glucose level at the time 180mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.